Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device leaked. The connection between the pads and fluid delivery line was checked and was okay. However, the flow rate was less than 2.0lpm and had not increased since therapy had begun. It was later reported that the pads were replaced; however, the problem was identified as a device leak and not a low flow issue. It was noted that water leaked from the pads and connection line.

Manufacturer narrative:
Received 1 used medium arcticgel pad kit. The reported event was unconfirmed, as the problem could not be reproduced. During visual evaluation the pads were reviewed and found to have the trim pattern correctly performed, the plastic tube were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam were found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the energy connectors was damaged on the left chest pad, the others connectors were not observed damaged, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. The pad was submitted to the flow rate test for 10 minutes, using an arctic sun machine model 2000 and the results are as follows: * left chest pad: a total of 3.50 l/min m2 of flow rate were registered during the test. No leaks. * left thigh pad: a total of 3.18 l/min m2 of flow rate were registered during the test. No leaks. * right chest pad: a total of 4.45 l/min m2 of flow rate were registered during the test. No leaks. * right thigh pad: a total of 2.54 l/min m2 of flow rate were registered during the test. No leaks. According (B)(4) the flow rate was found to be acceptable for all four pads the product meet specification. The flow rate for this product must be above 2.4 l/min m2. No leaks were noted during this functional test. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the device leaked. The connection between the pads and fluid delivery line was checked and was okay. However, the flow rate was less than 2.0lpm and had not increased since therapy had begun. It was later reported that the pads were replaced; however, the problem was identified as a device leak and not a low flow issue. It was noted that water leaked from the pads and connection line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device leaked. The connection between the pads and fluid delivery line was checked and was okay. However, the flow rate was less than 2.0lpm and had not increased since therapy had begun. It was later reported that the pads were replaced; however, the problem was identified as a device leak and not a low flow issue. It was noted that water leaked from the pads and connection line.